Event description:
It was reported that the right atrial (ra) lead exhibited an increase in the pacing impedance, reaching out of range values. The patient presented to the clinic and the impedance measured within normal limits. A chest x-ray was also performed without visible results. Technical services (ts) reviewed the device data and discussed the atrial lead shows isolated increases of out of range impedance. No episodes showing noise have been recorded, and the brady counters have not recorded non-physiologic signals, which could be symptom of noise/lead impairment. It was recommended to perform troubleshooting and understand options to ensure pacing capture and proper brady support. Additional information was provided. It was mentioned that the ra lead continues to show periodic increases in the pacing impedance and returning to normal. A chest x-ray was performed and a slight kink was noted on the lead. No noise was able to be reproduced during in-clinic troubleshooting and impedance measurements were stable. The device was reprogrammed to turn the atrial sensing off due to suspected lead impairment. Ts discussed that upon review of the x-ray image it is suspected that the ra pin might not be fully inserted in the header of the device. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.